Manufacturer narrative:
12/17/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during an unspecified thoracoscopic procedure. The cartridge disengaged prior to firing. The surgeon used another device to complete the procedure. The hosp has reported that no pt injury occurred.